Manufacturer narrative:
The results of this investigation concluded there were tears in cusps 1 and 3, and there was fibrous thickening of all cusps. Cusps 1 and 3 had calcifications in the cuspal tissue. Special stains were negative for organisms and no acute inflammation was present. A review of the device history record was not possible since the serial number for the valve was unavailable. There was no evidence found to suggest the cause of the tears, fibrin, and calcifications were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Gtin/manufacturer -- unknown as the lot/serial numbers are not available.

Event description:
A 23mm trifecta was implanted in (B)(6) 2013 without issue. In (B)(6) 2014, endocarditis involving all three cusps was reported and the patient received antibiotic therapy. On (B)(6) 2015, the valve was explanted. Ex vivo, a large tear at the base of the non-coronary cusp was reported. Another valve (size unknown) was implanted and the patient was discharged to home. Prior to the 2014 diagnosis of endocarditis, the patient had no prior history of endocarditis and reported no recent dental procedures.